Event description:
It was reported that one month after implant of the right ventricular lead, the r-wave sensing dropped and threshold was rising. During lead revision the helix was difficult to retract, and full retraction was in doubt. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.